Manufacturer narrative:
Device evaluated by MFR: the stent was returned partially deployed on the delivery system. The investigator successfully deployed the stent with slight resistance due to the presence of solidified blood on the delivery system. A visual and microscopic examination identified damage to the distal stent wires. This type of damage is consistent with the stent encountering resistance during the attempt to deploy. A visual and microscopic examination identified no damage or issues with the stent cups or stent holder of the returned device. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22-jan-2019. It was reported that the stent failed to deploy. The 70% stenosed target lesion was located in the non tortuous and non calcified left iliac vein. A 16x90/9fr uni plus 75cm wallstent endoprosthesis stent was advanced to treat the lesion; however, the stent failed to deploy. The procedure was completed with another of the same device. No patient harm nor complications were reported and the patient's status was fine. However, device analysis revealed damage to distal stent wires.